Manufacturer narrative:
(B)(4). The results of this investigation indicated there were tears and calcifications in all three cusps. There was fibrous pannus ingrowth on the inflow surface of all cusps, and the outflow surface of cusp 3. Special stains were positive for fungal organisms on all cusps. The fungal organisms were limited to the tissue surfaces of the fibrous pannus and/or sewing cuff, and there was no associated inflammation. This likely represented a contaminant. Grams stains were negative for organisms and no acute inflammation was present. There was no evidence found to suggest the cause of the fibrin, pannus, tears, and calcifications were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The review of valve's device history record confirmed the device met specifications prior to leaving sjm manufacturing facilities. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
Almost four years after implantation, this 23 mm sjm trifecta valve was explanted due to calcification of the valve cusps. The trifecta valve was replaced with a sjm regent mechanical valve with a good clinical outcome.